Event description:
The customer reported to olympus that when installing the co2 insufflation, all the evis exera iii xenon light source's light indicators were flashing when the unit was powered on and there were an error output out of the scope plug in channel. The issue was found during preparation for use for a diagnostic procedure; however, there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; all the indicators on the front panel were flashing when powered on due to a faulty scope socket. The additional evaluation findings are as follows: the lamp meter reading was below 50 hours and the intensity output was out of range. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the event occurred due to scope socket failure. Olympus will continue to monitor field performance for this device.